Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the patient reported that the 2nd pump (B)(4) was alarming over night for blocked tubing and had a broken seal inside the cap. It was reported that troubleshoot was offered but unable to since the patient had already switched to back up pump. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for evaluation. The cartridge was loaded and the device ran for an extended period of time no alarms, or blockages occurred while running, no problems found. The customer reported issue could not be duplicated. Based on the evidence, the complaint was not confirmed.